Manufacturer narrative:
Product event summary: at analysis the stated reason for return was confirmed and it was attributed to the connector for the analyzer being defective. It was additionally noted that its battery was depleted however it was noted as normal depletion. The battery and the connector for the analyzer were replaced and it then passed all final functional and systems tests.

Event description:
It was reported that during an implant procedure the physician was unable to see the information for the atrial channel on the programmer. The procedure was only delayed by a few seconds as the physician was able to use the ventricular channel. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.